Event description:
It was reported that the volume has been fluctuating over the past two months. Since pt has heard very loud sound with sharp noises when turning the processor on and off and changing the program. In the 'on' position, pt can hear very sharp unpleasant clicks.